Event description:
Subject: (B)(6). Incompass total ankle study. Pain, unexpected. The patient fell forward and put a small amount of pressure and "felt a small tearing sensation". She felt some rubbing on the back of her heel which was bothering her. She called the clinic to report this. She denied numbness and tingling, and she is able to move her toes. The surgeon wanted her to monitor symptoms. By the following day, the patient reported no concerns and the rubbing feeling was resolved.

Manufacturer narrative:
Based on the available information, the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.